Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and insulin injections were administered to address the high bg. The next day, due to the injections, the bg dropped to 48 mg/dl and food was consumed to address the low bg. The cause of the high bg was not known. The customer was currently using the pump and the bg was back in the target range. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.